Event description:
On (B)(6) 2012 the lay user/ reporter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10pm, the reporter stated a reading of "270mg/dl" was obtained on the lfs meter compared to a reading of "120mg/dl" was obtained on another unknown meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl obtained within 30 minutes of one another. The reporter stated the patient uses self adjusting insulin to manage his diabetes. However 1.5 hours later, the patient had symptoms of "slurred words, eyes rolled back, seizure and unconscious." The reporter stated in response to the symptoms, the patient was given juice. The reporter stated the patient was seen in the hospital between 7-7:30pm and unknown readings were taken every 30 minutes. The reporter stated the patient was given IV glucose on (B)(6) 2012 at 8pm in response to his symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and was using an approved sample site to obtain the sample. The patient's test strips and test strips vial were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claimed due to the alleged issue, the patient developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional to prevent further injury.